Event description:
It was reported that the device was explanted approx after implant duration of 122 mos, due to recurrent mitral stenosis and mitral insufficiency. No further details were provided. Info learned from operative report.

Manufacturer narrative:
Device not returned.